Manufacturer narrative:
Insulin pump received with cracked display window corners, battery tube threads, reservoir tube, scratched lcd window. Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test due to prime anomaly. Insulin pump received with vibrator rattling due to vibrator adhesive not adhering. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that there were cracks on the device. Device made a noise when the reservoir was inserted. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.